Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system (was) with dilator in the access system sheath. Blood and contrast were visible at the tip of the was. Microscopic examination revealed tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11jun2016 same case as MDR ID 2134265-2016-06394 it was reported that the core wire was kinked and the closure device could not be released. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman® aaa closure device & delivery system (wds) was advanced. The closure device was deployed; however, when the physician attempted to release the device, it would not release. The wds was removed and it was noted that the core wire within the device was kinked, but the outer shaft was not. Both devices were exchanged for another of the same and the procedure was completed. There were no patient complications reported and the patient's status was stable. However, device analysis revealed the was had tip damage.